Event description:
Explanted device rec'd by MFR with comment that the pump had stopped working, and that there had been volume discrepancies. X-rays were taken, though no statement made as to those results. Device is undergoing analysis as of the date of this report.

Manufacturer narrative:
04/14/1998: h6-primary finding of device analysis revealed motor stall due to broken pump shim.